Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad and or trauma to the pump. The patient reportedly wore the pump in a pocket and cleaned it with a towel and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling and lifting near the up and down arrow keypad buttons. During testing, all keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. During investigation, evidence of contamination was found under all keypad contacts.